Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device alarmed "communication error" and "no longer working" during infusion of levophed (8mg/250ml), vasopressin (50 units/50ml), and epinephrine (4mg/250ml) on a patient admitted for acute septic shock. While the clinician was waiting to receive new devices, the patient reportedly "lost pulse, and CPR (cardiopulmonary resuscitation) was started." Per report, the "patient did code during reported incident requiring intubation, then rosc (return of spontaneous circulation) was achieved." The event occurred on (B)(6)2024 at 0255. The medications had reportedly been infusing "without incident" prior to the reported event. The patient was then "made comfort care later in the day and expired on (B)(6) 2024 (at) 1119."

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the reported channel disconnect was confirmed via log analysis and the probable root cause is attributed to the broken left inter unit interface (iui) connector and damaged pin 15 on the suspect pump module s/n: (B)(6). The incident was not replicated during the testing process. As determined through the log review of both suspect pump modules, only the suspect pump module s/n: (B)(6) malfunctioned on the reported date of the event (26 october 2024), three times between 1:58 am and 1:59 am. Through review of the event log, it was observed ¿channel disconnected¿ alarm occurred multiple times on both suspect pump modules from 2:47 am until the concomitant pcu device was powered off on the reported date. Channel disconnect replication testing was performed replicating the system configuration recorded in the device event logs. As a result, the alaris infusion system completed the ambulatory testing process with no occurrences of power interruption at the pump modules or occurrence of the ¿channel disconnected¿ alarm on the pcu. The left iui showed evidence of impact damage, including a brake in the frame, separation of internal pins from the frame and inward bending on the pin 15. The left iui was observed with a date code of 02-20, 4 years old and the internal pins otherwise were observed to be in good condition. During the external inspection, it was found the damaged latch assembly with fluid ingress located on the bottom of the device was noted to be manufactured on 02-10 (oct2002) over 22 years old and was aged beyond it¿s expected utility life. Root cause: the probable cause for the reported ¿communication error¿ is attributed to the broken left inter unit interface (iui) connector and damaged pin 15 on the suspect pump module s/n: (B)(6). The left iui on suspect pump module s/n: (B)(6) mediated the flow of power from the pcu to suspect pump module: 12393995. The damage observed to the left iui on suspect pump module s/n: (B)(6) likely led to intermittent loss of connection and power to suspect pump module: 12393995, as reflected by the malfunctions observed in the event log of suspect pump module: 12393995. Note that imdrf annex a1801, a230502, a0401, a0404, c07, c0601, c23, d15, d01, d11 and g02017, g0405206, g04037, g04067, g0301201 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device alarmed "communication error" and "no longer working" during infusion of levophed (8mg/250ml), vasopressin (50 units/50ml), and epinephrine (4mg/250ml) on a patient admitted for acute septic shock. While the clinician was waiting to receive new devices, the patient reportedly "lost pulse, and CPR (cardiopulmonary resuscitation) was started." Per report, the "patient did code during reported incident requiring intubation, then rosc (return of spontaneous circulation) was achieved." The event occurred on 26 october 2024 at 0255. The medications had reportedly been infusing "without incident" prior to the reported event. The patient was then "made comfort care later in the day and expired on (B)(6) 2024 (at) 1119."